Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fracture (overstress); full lead in segments returned and analyzed. It was noted that there were four sets of setscrew marks on the is-1 pin, and one set was too proximal. This indicates the lead was not fully inserted into the device.

Event description:
It was reported that there was erratic defibrillation impedances and a possible lead fracture. Further information received reported that in 2008, the patient received a shock, and there was noise and impedance spikes. The patient was brought in for a lead revision, but when the pace/sense lead was tugged, it pulled out of the header. The lead was reconnected, not tested, and the patient sent home. Later that month, the patient alert was triggered for high impedances, but the patient did not hear the tones. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.